Manufacturer narrative:
On (B)(4) 2014, it was determined that this incident was not reportable due to the evidence, at the time, indicating that the incident may have occurred due to lack of control by the user. After continued communication with the user and tech, the unit was returned to ferno for eval on (B)(4) 2014.

Event description:
Ferno was advised on (B)(6) 2014 for an incident involving a tip over of a cot with a pt as the emts were unloading the unit. The pt had a prior existing leg injury but may have incurred add'l injury due to the incident. An emt also complained of lower back pain.